Manufacturer narrative:
It was reported that the labeling of the as inverse humeral cup, 0 ° retro + 6mm medial offset could be confused with the as inverse humeral cup, +9, 0 ° retro + 6mm medial offset, this happened in this case. It was also reported that the as inverse humeral cup, +9, 0 ° retro + 6mm medial offset was scraped and that there was no surgery delay. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. One picture showing the label of the as inverse humeral cup, +9, 0° retro +6mm medial offset (ref#(B)(4)) was returned. No conspicuous information visible. Review of product documentation: on surgical technique for anatomical shoulder inverse/reverse it states that radiographic images of the shoulder joint are required for planning the operation and it can be compared with the available x-rays templates to determine pre-operatively the size of the implants. However, no detail are provided how to read labels on packages. Comparison of the labels for the following reference numbers: 01.04223.106: "as inverse humeral cup, 0° retro +6mm medial offset"; 01.04223.196: "as inverse humeral cup, +9, 0° retro +6mm medial offset". Root cause determination using dfmea: surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to insufficient, unavailable or over complicated surgical technique: not possible: surgical technique contains detailed information about implantation technique and reported event is not connected to implantation technique; surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes: not possible: no compatibility issue identified; wrong implant size chosen due to wrong or inadequate labeling of the device (packaging): not possible since the labels were labeled according to specification. If the hospital staff reads the labels carefully, no mix-up can happen. In the current case the surgeon did not read the label description exactly. The different products have different reference numbers and also the description is not exactly the same; wrong implant size chosen due to laser marking not readable in normal lighting conditions leads to use of wrong implant sizes: not possible: no laser marking issue identified. Conclusion summary: the reported label was labeled according to specification. If the hospital staff reads the labels carefully, no mix-up can happen. The surgeon did not read the label description correctly. The different products have different reference numbers and also the description is not exactly the same. The surgeon did mix-up the products: "01.04223.106 as inverse humeral cup, 0° retro +6mm medial offset" with "01.04223.196 as inverse humeral cup, +9, 0° retro +6mm medial offset". The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that during surgery the product "as inverse humeral cup, 0 ° retro + 6mm medial offset" and the "as inverse humeral cup, +9, 0 ° retro + 6mm medial offset" were confused with each other. At the time of this report it is unknown which product was implanted and if the surgery time was extended.

Manufacturer narrative:
Additional: if follow-up, what type? Updates: date received by MFR, type of reports, evaluation codes. It was reported that during surgery the product "as inverse humeral cup, 0 ° retro + 6mm medial offset" and the "as inverse humeral cup, +9, 0 ° retro + 6mm medial offset" were confused with each other. It was also reported that the product was scraped and there was no surgery delay. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. One picture showing the label of the as inverse humeral cup, +9, 0° retro +6mm medial offset (ref#01.04223.196) was returned. No conspicuous information visible. Review of product documentation: on surgical technique for anatomical shoulder inverse/reverse it states that radiographic images of the shoulder joint are required for planning the operation and it can be compared with the available x-rays templates to determine pre-operatively the size of the implants. However, no detail are provided how to read labels on packages. Review of label (ref#01.04223.196 and ref#01.04223.106): the "+9" is not part of the large size indications provided on the bottom right of the outer box (carton box) label. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause determination using dfmea: surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to insufficient, unavailable or over complicated surgical technique - not possible: surgical technique contains detailed information about implantation technique and reported event is not connected to implantation technique. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes - not possible: no compatibility issue identified. Wrong implant size chosen due to wrong or inadequate labeling of the device (laser marking) - possible: the small writing may become unreadable and create confusion during surgery. Wrong implant size chosen due to wrong or inadequate labeling of the device (packaging) - possible: the small writing may become unreadable and create confusion during surgery. Wrong implant size chosen due to laser marking not readable in normal lighting conditions leads to use of wrong implant sizes - not possible: no laser marking issue identified. Conclusion summary: it is possible that the fact that the "+9" is not part of the large size indications provided on the bottom right of the outer box (carton box) label can lead to confusion. Despite that, the complete description of the label clearly indicates the difference between "+9, 0° retro +6mm" and "0° retro +6mm". An exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).